Event description:
The customer reported a circuit breaker cb2 tripped, one time. It reset and rebooted the system which corrected problem. No pt or image quality affected. The system shutdown after booting up.

Manufacturer narrative:
No additional pt info.